Manufacturer narrative:
H6: investigation summary the customer reported the tubing came apart at the filter site, and returned the used sample of model #20029e. The sample clearly separated at the outlet of the filter, and the complaint is verified. The insertions depth appeared to be fine, and dimensional analysis found the tubing to be within tolerance. No other failure modes were observed. A device history record review could not be performed because a valid lot number was not provided by the customer. Visual inspection under the microscope determined the root cause to be insufficient solvent. This incident has been added to our database of reported incidents. H3 other text : see h10.

Event description:
It was reported that the "filter dame" came apart from the 10 inch  ext w/ 0.2 ped & vlv port extension set during use. The following information was provided by the initial reporter: "filter dame apart from the tubing extension set"

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the "filter dame" came apart from the 10 inch  ext w/ 0.2 ped & vlv port extension set during use. The following information was provided by the initial reporter: "filter dame apart from the tubing extension set."